Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had the spinal cord stimulation system for about 4 years and experienced a significant fall around (B)(6) 2024. In (B)(6), a healthcare professional diagnosed a partially broken lead that was not used in therapy. The individual was sent home, and therapy worked fine the day before the report; the individual lifted a heavy object resulting in a shocking sensation within the therapy area. Subsequently, an "out of regulation (oor)" message appeared on the patient handset. The individual planned to visit their healthcare professional for further evaluation but wanted to know if they can to anything to resolve the situation. Patient services responded that oor indicates a integrity issue that can only be diagnosed with a clinician programmer. Since the lead is already damaged, it is possible that the damage got worse over time and/or due to the stress caused by heavy lifting. To avoid further shocking sensation, the patient should turn off the group that uses this specific lead, which is fortunately possible.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, b3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is de h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.